Event description:
It was reported that the implantable pulse generator (ipg) device and leads were scheduled for explant due an infection with vegetation. No further patient complications have been reported as a result of this event.